Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 391 mg/dl and a correction bolus was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing. Reportedly, the customer had been using apidra insulin in the cartridge. The customer was to contact a healthcare provider for a backup therapy to manage diabetes until new supplies (tubing) are obtained.